Event description:
It was reported that during routine follow-up, the pulse generator of an asymptomatic was found to be operating in backup vvi mode. A software download successfully restored the device. Upon restoration, only partial stored data logs were available. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).